Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted during testing. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted during testing. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was 191 mg/dl at the time of incident. The customer's mother also stated that the button error alarm occurred when they were asleep. The customer mentioned that they received motor error alarms often. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.